Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. The customer¿s blood glucose was 144 (mg/dl). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.